Manufacturer narrative:
Citation: robert forbrig, bernd eckert, lorenz ertl, et al. "Ruptured basilar artery perforator aneurysms¿treatment regimen and long-term follow-up in eight cases.¿ neuroradiology (2016) 58:285¿291. Doi 10.1007/s00234-015-1634-1. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information through review of literature that post onyx embolization this patient's subsequent magnetic resonance imaging (MRI) showed a paramedian pontine stroke in the area of the aneurysm as a result of the sacrificed perforator. The patient was treated with onyx for a ruptured 4 mm basilar artery perforator aneurysm which was a feeding artery of cerebellar arteriovenous malformation (avm). This vessel had a relatively large diameter and was feasible to place the microcatheter within the aneurysm. During the course of the following days the patient recovered well. The patient was discharged home with a slight hemiparesis on the left which completely resolved 60 months after subarachnoid hemorrhage (sah).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.